Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation and a visual inspection was conducted. The visual inspection noted an embedded particle on the patient line¿s uv sleeve port; however, it was determined to be within product specifications. The device also underwent functional testing, with no issues found. The evaluation concluded that the device met product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient found particulate matter or a stain around the patient line of the homechoice cassette before the pouch was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.